Manufacturer narrative:
Internal complaint (B)(4).

Event description:
Representative reported two alleged volume discrepancies noted at refills for a prometra ii 20 ml pump. In addition, patient is, "reporting pain levels that are not their best pain levels." Catheter dye study was performed and no issues were found. Per received physician notes, the patient visited the ICU due to an alleged pocket fill that occurred. The pocket fill allegedly led to overdose symptoms. No pump error codes were reported. Per follow-up, it was reported that the patient's pump will not be removed at this time as patient's pain is being controlled with cbd oil.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Without the device being returned for additional investigative testing, a root cause for the volume discrepancies that were observed is unable to be confirmed. If additional information becomes available, this complaint will be reopened to capture and assess this information. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Requested update if any further information is received and available. Internal complaint # (B)(4).